Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
Subsequent to the previously filed report, additional information was received. Reportedly, after the unspecified failures with the five proglide devices, the sutures of two additional proglides that had been pre-placed were used to achieved hemostasis and floseal was used for tissue tract ooze. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there were unspecified failures with all five proglide devices the sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures along with floseal. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.